Event description:
The pt reported that approx. 1.5 months after a pump replacement she developed swelling in her bilateral lower legs and pain in her lower back and right buttock area. The edema in her right leg was pitting, and extended from her ankle to about two inches below her knee. The swelling in her left lower leg and pain in her lower back and right buttock area had disappeared while she waited for a magnetic resonance imaging (date not reported). The pt reported her catheter was kinked and would be replaced. She reported she was at home and her status was "good". The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.